Manufacturer narrative:
Examination of the submitted device confirmed the tip/probe was bent/deformed. A complaint database search against product code 230791001 did not reveal any trends of broken depth gauges. The root cause is attributed to suspected misuse. In addition, the device has been subjected to heavy usage. Based on the root cause determination of suspected misuse and no trends of depth gauge breakage, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon complained the depth gauge tip was worn and not bent enough to help correctly read the length of the screw.